Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 298 mg/dl. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was replaced and will be returned for analysis.

Manufacturer narrative:
Unit received had compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained address/serial number label and missing end cap sticker.